Event description:
Boston scientific received information that the remote home monitoring system issued an alert for low out of range pacing impedance measurements on the right ventricular (rv) lead. The physician contacted boston scientific technical services (ts) and asked to review the information within the remote home monitoring system. Upon review, oversensing of noise that lead to pacing inhibition with approximately three seconds of asystole. Ts advised the physician to bring the patient in for evaluation. When the patient was brought in for evaluation, it was noted that he had been feeling symptomatic at the time of the pacing inhibition. A revision procedure was performed where the device was electively explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.